Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 36 mg/dl at the time of the incident. The customer was at 429 the morning of the call, and treated with manual injections for the high. The customer was at 58 mg/dl on (B)(6) 2017 and treated with juice and food. The customer experienced symptoms such as being thirsty for the high. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed. The customer also complained of no delivery alarm issues. The insulin pump will not be returned for analysis.